Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a groin bleeding occurred. During a concomitant pulmonary vein isolation, a concomitant posterior wall pw farapulse and watchman procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The physician was trying to insert the faradrive sheath with the versacross connect dilator through the patient groin and the dilator was disconnecting which required the physician to make a larger cut in the skin at the groin. This led to the groin bleeding throughout the procedure, requiring additional pressure. The system was re-inserted and the staff was holding the sheath and dilator together along with larger cut in the skin. The patient hemodynamically stability was managed. Bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight with a tough groin. In the physician's opinion, it was an issue with dilator and not the anatomy. The device was intact. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Device technical analysis it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect access solution for faradrive risk documentation was completed and confirmed that hemorrhage and prolonged procedure were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientific's selected known inherent risk of device for the hemorrhage as it is a known issue captured in both labelling and risk files for the versacross connect access solution for faradrive device. It is suspected that the larger cut made by the physician to open up the access site was the key event that led to the bleeding and is not directly related to the snap fit and not directly related to the alleged failure to lock. The reported allegations of difficulty to insert and failure to lock are not confirmed as there was no media provided and the device has not been returned to bsc for analysis.

Event description:
It was reported that a groin bleeding occurred. During a concomitant pulmonary vein isolation, a concomitant posterior wall pw farapulse and watchman procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The physician was trying to insert the faradrive sheath with the versacross connect dilator through the patient groin and the dilator was disconnecting which required the physician to make a larger cut in the skin at the groin. This led to the groin bleeding throughout the procedure, requiring additional pressure. The system was re-inserted and the staff was holding the sheath and dilator together along with larger cut in the skin. The patient hemodynamically stability was managed. Bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight with a tough groin. In the physician's opinion, it was an issue with dilator and not the anatomy. The device was intact. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the hemodynamically stability was managed. The bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight, and confirmed physician's opinion that the dilator has contributed to the event, and not the anatomy. The patient was discharged same day.

Event description:
It was reported that a groin bleeding occurred. During a concomitant pulmonary vein isolation, a concomitant posterior wall pw farapulse and watchman procedure, a versacross connect for faradrive and faradrive steerable sheath were selected for use. The physician was trying to insert the faradrive sheath with the versacross connect dilator through the patient groin and the dilator was disconnecting which required the physician to make a larger cut in the skin at the groin. This led to the groin bleeding throughout the procedure, requiring additional pressure. The system was re-inserted and the staff was holding the sheath and dilator together along with larger cut in the skin. The patient hemodynamically stability was managed. Bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight with a tough groin. In the physician's opinion, it was an issue with dilator and not the anatomy. The device was intact. The patient is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further reported that the hemodynamically stability was managed. The bleeding stopped at the end of the procedure. The procedure was completed. The patient was overweight, and confirmed physician's opinion that the dilator has contributed to the event, and not the anatomy. The patient was discharged same day.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.